Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the c-clamp, feeding and medicine ports to be closed. The external bolster was located at the 2.5 cm mark and was without issue. The internal bolster was found to be separated from the device and remnants of the internal bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. An examination of the internal bolster found it to be bent from placement. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred due to excess force applied to the device causing the bolster to detach. Therefore, the most probable root cause is 'operational context'. A device history record (DHR) review of lot number 14886109 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the securi-t percutaneous replacement gastrostomy tube was replaced. During removal, the internal bolster detached and fell inside the patient. The detached internal bolster was removed using forceps. It was noted that the inside of the tube turned black. The customer considered that blackening occurred due to medication. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube. Was used during a gastrostomy procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the securi-t percutaneous replacement gastrostomy tube was replaced. During removal, the internal bolster detached and fell inside the patient. The detached internal bolster was removed using forceps. It was noted that the inside of the tube turned black. The customer considered that blackening occurred due to medication. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.